Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2020, one mitraclip was implanted to treat grade 4 functional mitral regurgitation (mr), reducing mr to grade 1-2. Mr increased to 3+ due to disease progression and the clip was noted to be secure on both leaflets. On (B)(6) 2020, a second mitraclip procedure performed. The first clip was implanted without issue. To further reduce mr, a second clip was implanted; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr remained 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional intervention was performed. No additional information was provided.